Manufacturer narrative:
(B) (4). (B) (4). The analysis results confirmed that the pxw35 instrument was received in good visual condition; the instrument was tested for functionality and it fired the remaining 8 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape.

Event description:
It was reported that during a total knee, the device stapled one side properly. The other side raised or bubbled and did not form properly. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.